Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens). Patient reported that device was not working. It worked for the first few days but then it "quit" on friday. Patient felt stimulation in their buttocks when their device was set to the right side. Patient switched to the left side yesterday and they could feel the stimulation in their back now instead. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Additional information received as the patient reported the cause of the device not working/feeling stimulation in their back was the leads moved, they couldn't feel anything inside, just on outside of the back. The trial had been removed and they moved on to permanent implant. Patient was asked serial number and weight and did not provide this information.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.